Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.

Event description:
Received info regarding a cartridge alarm 19 during the load process. Reportedly, the customer reverted to manual injections, however, while on manual injections, the customer's blood glucose level elevated to 400-500 mg/dl. It was confirmed that the customer had fast acting results.